Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states having high blood glucose levels due to metabolic disorders. The customer's blood glucose at the time was not reported. The customer states they received a sensor and it stopped working. The customer states that they kept receiving lost sensor alarms. The customer states the device got hot and shut off and back on. The customer declined to troubleshoot. The device is being replaced and returned for analysis.